Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the gastric balloon did not inflate during a pretest.

Manufacturer narrative:
Received 1 unused blakemore tube. The reported event was unconfirmed as the problem could not be reproduced. Per the visual inspection, the exterior of the sample was examined and did not find anything to contribute to the reported event. Per the functional inspection, the balloon was inflated and found that the balloon did not leak. Investigators were unable to duplicate the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "test balloons for air leaks and coat the lower parts of the tube and both balloons with a thin coat of lubricating jelly." (B)(4).

Event description:
It was reported that the gastric balloon did not inflate during a pretest.